Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for anterior l5-s1 fusion where rhbmp-2 was implanted inside and outside the interbody cages. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003 , patient presented with following pre-op diagnoses: history of attempted l4-l5 fusion. L4-l5 pseudoarthrosis with intractable postsurgical mechanical low back pain and instability. Degenerative disk disease. The patient underwent following procedures: anterior exposure of lumbar spine with exploration of l4-5 fusion and reaction of pseudoarthrosis. Intraoperative fluoroscopy. Supervision and interpretation of x-rays. L4-5 anterior lumbar interbody fusion with application of intervertebral fusion cages with bone morphogenic protein. Per op notes, "...16x23 mm lt cages were obtained. Bone morphogenic protein had been reconstituted in the usual manner in anticipation of fusion and was now placed within cages. The lt cages were then advanced into the l4-l5 interspace under fluoroscopic guidance. Patient tolerated the procedure well without any intraoperative complications..."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.